Manufacturer narrative:
Analysis: upon receipt at medtronic's quality laboratory, a "v" cut was noted in the sewing ring adjacent to the right cusp. The right and non-coronary cusps were in the closed position. The right cusp was partially open. All leaflets were slightly stiff but flexible possibly due to blood contact and/or the decontamination process. All leaflets and commissures were intact. Hydrodynamic pulse duplication testing with high speed video observation showed normal, full opening and closing leaflet motion with no evidence of leakage. Flow through the valve was documented using echocardiography, digital high speed imaging and flow meter assessment. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Analysis confirmed a normally functioning valve.

Event description:
Medtronic received information that after sewing this bioprosthetic valve in place, saline was used to test the competency of the valve. One of the leaflets did not coapt. The valve was removed and replaced with another porcine mitral valve with no adverse patient effects.